Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause of the cable failure was user handling. As stated in the instructions for use, as a preventive measure, "never excessively bend, pull, twist, coil, squeeze, or crush the camera cable, which could damage the camera cable."

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. The cause was isolated to a faulty cable. In addition, coupler movement was found not smooth.

Event description:
A user facility reported to olympus that the image did not appear when the camera was in use. The problem, as reported to olympus, was found during reprocessing. There was no patient injury or harm, associated with the problem, reported to olympus.